Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 260 mg/dl. Customer stated that she was trying to treat with the pump. Customer was assisted in clearing the alarm and was advised to disconnect from the pump. Customer had a low reservoir alert in the alarm history. Customer stated that they are able to rewind the pump and that the alarm occurred during bolus delivery. Customer stated that the pump passed the displacement test and self test. Customer stated that the pump was dropped. Customer was advised to monitor the pump. Customer later called back and stated that she had another motor error alarm. Customer's blood glucose went up to 554 mg/dl and now is 486 mg/dl. Customer stated that she treated with a needle. Customer was advised to call back if the alarm recurs with the new set change.